Manufacturer narrative:
An event of congestive heart failure 11 years post valve implant was implanted was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Abbott also requested for additional information which was not received from the field. The cause of the reported incident could not be conclusively determined. The reported serious injury was a result of case specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on a 29mm sjm masters series coated aortic valved graft was implanted 11 years ago. On an unknown date, it was noted that the valve got failed and need to explant.